Manufacturer narrative:
Citation: song s et al. Repair for mitral stenosis due to pannus formation after duran ring annuloplasty. Ann thorac surg 2010; 90: e93¿ 4. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Patient 2: medtronic received information via literature of a (B)(6) year-old male patient with severely dilated left ventricle with poor contraction. The ejection fraction was 15% and there was moderate mitral regurgitation (mr). Despite the medical treatment that included maximal inotropics, his cardiac function did not improve. While waiting for a heart transplantation, a transapical left ventricular volume reduction surgery and mitral annuloplasty with a duran flexible ring (25 mm) was performed. Twelve years later the patient presented with progressive dyspnea and an elevated transmitral mean pressure gradient at 18.4 mmhg. In a second operation, findings showed circular pannus formation on the annuloplasty ring. The ring and pannus were removed and the annular defect after ring removal was approximated with continuous 5-0 polypropylene suture. The intraoperative transesophageal echocardiogram revealed minimal mr and no significant ms. A follow-up echocardiogram was performed four months later with minimal mr present. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.